Manufacturer narrative:
Sc-8216-70, (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that the body of the paddle end had been severely damaged. One electrode was missing, and another electrode was partially dislodged. X-ray inspection of left pigtail revealed a broken cable wire that match the dislodged electrode at paddle end. The cables were exposed at the damaged portion of the lead. The broken cable and missing electrode of paddle lead caused the impedance. With all the available information, boston scientific concludes that the reported stimulation issue was confirmed. It appeared that the paddle lead was exposed to excessive mechanical force during the postural changes, resulting in the dislodgement of the electrodes.

Event description:
It was reported that the patient was experiencing intermittent and inadequate stimulation due to high impedances. It was also stated that the stimulation could have had changed due to posture. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent and inadequate stimulation due to high impedances. It was also stated that the stimulation could have had changed due to posture. The patient underwent a lead replacement procedure and was doing well postoperatively.